Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the atrial and right ventricular leads had disldoged. The right ventricular lead was repositioned and remains in use. During the revision, the atrial lead could not be connected to the device due to a setscrew issue. There was no screw-in sound and the atrial lead could be fixed inside the header. The device was then explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.